Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at the ipg site whether stimulation is on or off. Allegedly, the patient's ipg site was analyzed by their doctor and nothing was found. The patient received sacroiliac joint injections but resolution was unsuccessful. X-rays were taken and no anomalies were found. Troubleshooting attempts were also unsuccessful. In turn, surgical intervention may take place on a later date.